Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2016-02466. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 10 months device evaluation: an outflow graft twist was confirmed in the evaluation of he pump; however, a specific cause for the reported low-speed event, the anoxic brain injury, and correlations to the evaluation of the device cannot be conclusively determined. The pump was returned, encapsulated in tissue, with driveline cut approximately 9.5¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were returned attached to the outlet elbow. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft conduit was returned attached to the outflow elbow. The outflow graft bend relief was returned properly seated onto the graft attachment, and was secured with a sutured bend relief collar. The bend relief was free from distortion. Upon removal of the bend relief, visual inspection of the outflow graft revealed a counter-clockwise twist at the proximal end of the graft. The black line on the graft indicates that that graft was twisted approximately 45 degrees. The tissue accumulation on the exterior of the graft appeared to have conformed to the twist, suggesting that the graft had been twisted for an undetermined period of time while (B)(4) was supporting the patient. The lumen of the outflow graft revealed no developed depositions or thrombus formations. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the reported low flow alarms. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient had not been feeling well. Interrogation of the system controller history revealed a low speed advisory alarm with the pump speed decelerating to about 5400 rpm. The patient reported not feeling as well since the lvad clinicians had recently increased the lvad speed. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and did not reveal events consistent with a driveline issue. On (B)(6) 2016, the patient experienced shortness of breath and the lvad system produced low flow alarms. The patient presented to the emergency room (ER), and shortly thereafter stopped breathing. Chest compressions were initiated, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The clinicians in the ER reported that the lvad had stopped working. The patient was subsequently transferred to the implanting center where it was observed and reported that the pump had not stopped working. The patient had been on lvad and ECMO support concurrently for about 24 hours, and ECMO was discontinued on (B)(6) 2016. It was reported that the patient expired secondary to an unrecoverable anoxic brain injury. It was reported that the cause of the anoxic brain injury was unclear. Prior to patient death, the lvad was explanted on (B)(6) 2016 during organ donation harvest. It was reported that at the time of device removal, nothing odd was noted, and that the pump functioned as expected until explanted.